Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 30 mg/ml concentration at 14 mg/day dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that patient was admitted to emergency room. Family said she wasn't acting normal and was very tired, not herself. Any environmental/external/patient factors were unknown. The rep interrogated the battery and showed motor stalled. The rep switched pumped to minimum rate per the hcp. Surgical intervention did not occur and was unknown if it was planned. Patient was admitted and was currently in intensive care unit (ICU). At the time of this report, the issue was not resolved and patient status was alive-no injury. No further complications were reported.